Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff alleged that a broken wire was discovered on the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a broken wire. However for clarification, the nonconformance was a frayed grip cable. Based on this observation, the alleged complaint was confirmed. Frayed cable sections were observed sticking out at the wrist. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.